Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Customer alleged that this issue led to insulin from the patient line to go into the customer. Customer's blood glucose (bg) level was 30 mg/dl and carbohydrates were consumed to address bg.